Event description:
The patient reported that his infusion device was making a "strange noise". It was discovered that the patient was using expired batteries. The patient was advised to remove and replace with unexpired batteries. The patient indicated that the infusion device continues to go into the self-check mode when he attempts to rewind the piston rod. He indicated that the piston rod was stuck and the infusion device continued to make a strange sound. The patient switched to injection therapy but indicated that he could not handle taking injections so he returned to using the infusion device and on 12/21/2006 the patient reported that he had a low blood glucose event. He reported that his blood glucose value was 32 mg/dl and he was "so out of it". The patient reported that his infusion device administered too much insulin. The patient stated that his fiance administered 3 tubes of glucose gel to elevate his blood glucose. The patient reported that he ate until his glucose values elevated to 112 mg/dl. The patient reported that his normal blood glucose range is 120-140 mg/dl. The patient stated that he experienced symptoms of really numb lips and shaking. Product was requested to be returned for evaluation.